Manufacturer narrative:
A bci field service engineer (fse) discovered the end track did not turn on when line was on. Fse noticed the green belts were off from inlet to first handing track past the smart h line. Fse replaced a burned connector. Fse powered up the line and all tracks belts were in working order.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to tracks not moving on the automation line. No operator exposure of injury was reported.